Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for a broken wrist and low blood glucose of 29mg/dl. Troubleshooting found that the drive support cap was normal and may have been worn near an xray machine. The pump passed the displacement test. No further details given.